Event description:
It was reported that a pump was alarming for a system error 322. There was no pt involvement. The care area the event occured was the sicu.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no occurrence of system error 322. A review of the history log confirms the reported symptom. Evaluation was unable to determine the cause. When evaluating of known contributors to system error 322 led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.